Event description:
It was reported by service report that the bed exit and scale were not working. There was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Load cell. Load cell cable.